Event description:
We have noticed that alcon acrysof intraocular implants - all types- have a tendency to have the haptics 'stick' to the optic. We have struggled for years with this, and it can make for difficulty getting the implant to center correctly. If you gently squeeze the stuck haptic tip with just an instrument, like a forcep, the haptics pops right off. It is very easy and avoids a lot of problems. Diagnosis or reason for use: intraocular lens implants.